Manufacturer narrative:
The field service engineer performed various checks and yearly maintenance. He replaced a damaged prewash nozzle, pinch valves, and tubing. The alarm trace provided has several measuring cell alarms. The cause of the event could not be determined.

Manufacturer narrative:
This investigation is ongoing. This event occurred in (B)(6).

Event description:
The initial reporter received discrepant elecsys (B)(6) immunoassay results for several patients on the cobas e 801 module. The following are examples of discrepant results for 5 patient samples: sample ID (B)(6) initial result was (B)(6) and the repeated result was (B)(6). Sample ID (B)(6) initial result was (B)(6) and the repeated result was (B)(6). Sample ID (B)(6) initial result was (B)(6) and the repeated result was (B)(6) sample ID (B)(6) initial result was (B)(6) and the repeated result was (B)(6). Sample ID (B)(6) initial result was (B)(6) and the repeated result was (B)(6) . It is unclear if any discrepant results were reported outside of the laboratory or which results were deemed correct. The reagent lot number was 46320700. The expiration date was requested but not provided.